Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited bluetooth telemetry issues. The patient was brought into clinic and bluetooth connectivity was restored. There were no patient consequences.

Event description:
New information received indicates the patient's implantable cardioverter defibrillator was in bluetooth telemetry lockout. The patient was brought into clinic and the lockout was cleared via re-interrogation. There were no patient consequences.